Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and belt sn (B)(4) has been completed. The reported problem (patient death) was investigated. As received, the monitor and belt passed incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Device manufacture date: monitor: 07/24/2014, belt: 02/19/2018.

Event description:
A us distributor contacted zoll to report that a patient passed on (B)(6) 2018 while wearing the lifevest. A nurse reported that the patient was in the hospital at the time of the event and that the patient's death was due to cardiac arrest. The nurse also reported that the patient passed while being attended to by ER staff. In addition, the nurse reported that there was blue gel on the patient and that the lifevest had treated the patient. Review of the available download data indicates that the lifevest delivered five treatment shocks around the patient's reported time of passing. Per clinical review of the available ECG data, the device detected asystole at 02:23:29 with the ECG showing sinus bradycardia at 30 bpm with pacs, degrading to asystole. Between 02:26:43 and 02:27:17, the device intermittently detected three arrhythmias with the ECG showing asystole for the third arrhythmia detection. At 02:27:41, the lifevest released gel. Between 02:27:54 and 02:34:27, the lifevest delivered five treatment shocks. The patient's rhythm at the time of the first two treatment shocks was asystole with the same rhythm post-shock. The patient's rhythm at the time of the last three treatment shocks was asystole with CPR artifact with the same rhythm post-shock. The response buttons were pressed intermittently either after a treatment shock or before but not immediately prior to shock delivery. The response buttons functioned appropriately. The device continued intermittently detecting arrhythmias with the ECG showing asystole with CPR artifact until the electrode belt was disconnected at 02:46:35. Oversensing low amplitude cardiac signal contributed to the false detection. There is no evidence to suggest that the lifevest caused or contributed to the patient's death, as the patient was already in a non-treatable, non-life sustaining rhythm.